Event description:
Boston scientific received information that this patient's right ventricular (rv) and right atrial (ra) leads had exhibited increased capture thresholds and loss of capture. R-wave amplitude had also decreased. Lead dislodgements were confirmed by chest x-ray. It was noted that the patient had intermittent heart block and experienced shortness of breath, but no syncope. A lead revision procedure was performed and the ra lead was explanted. It was noted that there was some damage to the ra lead from the procedure, but it would be returned to boston scientific for analysis. The rv lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis of the lead was performed. Set screw marks were noted on the terminal pin and ring. Several cuts were noted on the lead's insulation, as well as, blood and/or body fluid was observed in the insulation. In addition, the insulation was bunched up 415 to 423 mm from the terminal pin, and there was a slight separation noted between the distal anode ring and the neck insulation. A slight bend in the lead tip of approximately five degrees between the helix housing and the distal end of the tip electrode was noted. Also, the helix housing had dried blood and/or body fluid in it, and the helix was retracted with tissue entwined in it. Resistance and pressure tests were completed to assess lead's electrical performance and insulation integrity. The pressure test failed at 115 mm from the terminal pin due to a cut in the insulation, but other measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high thresholds, loss of capture, or lead dislodgement; however, was able to confirm that there was damage to the lead from the procedure.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.